Manufacturer narrative:
Concomitant medical products: 1156t, st jude lead, implanted: (B)(6) 2011, 694765, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to possible inappropriate high voltage therapy by the cardiac resynchronization therapy defibrillator (crt-d) for supraventricular tachycardia (svt) versus ventricular tachycardia (vt). It was also reported that the right atrial (ra) lead exhibited high threshold and undersensing was noted on current electrogram. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.